Event description:
It was reported that the cot was being pulled out of the ambulance and the emts did not lower the legs and had simply pulled the cot completely out resulting in the drop event. It was further reported that as a result of the drop, one of the emts was injured after attempting to catch the cot. The emt only suffered a slight strain which did not require any medical intervention. It was also reported that the patient was injured but that this injury was not serious and did not require medical intervention. It was identified that the details of the patient injury could not and would not be available. The transport was completed successfully and there were no surgical delays that could be identified. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.